Event description:
It was alleged that the display of the infusion device was defective. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. To date, investigation has confirmed the pump has a defective super cap. There is no information to relate the super cap to the display allegation. Once investigation is complete, appropriate codes will be sent for either the display or the super cap.